Event description:
During coil embolization of the internal thoracic artery, the orbit galaxy (640cf0925 / 15854461) device positioning unit (dpu) became severed while being inserted. The orbit galaxy was replaced with another coil, and the procedure was completed without further issues or delay. There was no report of resistance when the device was being advanced. The same unspecified microcatheter was used to complete the procedure. There were no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU), and the constant flush had been maintained at all times. No visible defect/damage was noted on the product prior to the event, and no report of damage to the actual coil. There was no unintended detachment of the coil observed in the microcatheter. The complaint product was returned for analysis. No further information is available.

Manufacturer narrative:
Information regarding patient age, weight, and concomitant devices was unavailable. The device has been returned for analysis; however, the analysis has not yet been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: during coil embolization of the internal thoracic artery, the orbit galaxy (640cf0925 / 15854461) device positioning unit (dpu) became severed while being inserted. The orbit galaxy was replaced with another coil, and the procedure was completed without further issues or delay. There was no report of resistance when the device was being advanced. The same unspecified microcatheter was used to complete the procedure. There were no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU), and the constant flush had been maintained at all times. No visible defect/damage was noted on the product prior to the event, and no report of damage to the actual coil. There was no unintended detachment of the coil observed in the microcatheter. The complaint product was returned for analysis. No further information is available. Part of the orbit galaxy tdl cmplx fill coil 9x25 was received coiled inside of a plastic bag. The hub, introducer and hypotube were not received for evaluation. The support coil was found elongated/broken. The gripper and the embolic were found without damages. The gripper, embolic coil and the support coil were inspected under microscope; no damages were noted on the gripper and the embolic coil while the edge of the broken section of the support coil show evidence that appear that it was elongated before it was broken. The od from the delivery tube was measured and was found within specification. A review of the manufacturing documentation associated with this lot 15854461 presented no issues during the manufacturing process that can be related to the reported complaint. The separation reported by the customer was confirmed. The cause of the separated condition was apparently caused by applying excessive force during use, but it could not be conclusively determined. However this defect could not be related to the manufacturing process and procedural factors appear to have contributed to have this damage. Additionally inspections are in place that prevents this kind of failure from leaving the manufacturing facility. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process; therefore, no corrective action will be taken at this time.